Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-02422 and 2134265-2013-02425. It was reported that during intravascular ultrasound, ilab motordrive automatic pullback failed. During the ivus procedure, ilab motordrive was not pulling back. At that time, no error message was displayed. There was no problem in the connection of mdu and sled. The physician managed to do an ivus with a manual pullback. The procedure was completed with this device. No complication has been reported and patient's condition is good.